Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. . A microscope examination of the device displayed nicks on the knife blade. In addition, cross cutting staple line marks were observed along the cutline impression in the cutting ring/ cover. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, the device has difficulty removing from the cavity. They managed to remove it by moving to different directions by 10 minutes. There was no patient injury.